Event description:
Rupture, joint symptoms fibromyalgia type pain.

Manufacturer narrative:
Based on the info reported to pe, the pt experienced a "bilateral breast implant rupture, joint symptoms, fibromyalgia type pain." Both of the pt's devices were returned to mentor. Upon receipt, the pt's left device weighed 96.0 grams and the pt's right device weighed 216.4 grams. Both devices contained clear gel. Evaluation of both devices revealed shell wear and a rent. Microscopic examination of the edges of the rents revealed no indication to its cause. Breast implants are not considered lifetime devices and rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, rupture trends for mentor gel-filled devices will continue to be monitored by quality assurance. Concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatoid arthritis, was raised because of cases reported in literature with small numbers of women with implants. Scientific expert panels and literature reports have found no evidence of a consistent pattern of signs and symptoms associated with these diseases in women with breast implants. Additionally, having rheumatological signs and symptoms does not necessarily mean a pt has a connective tissue disorder or autoimmune disease. Per the FDA's "update on the safety of silicone gel-filled breast implants" published in june 2011, there is no apparent association between silicon gel-filled breast implants and connective tissue disease, breast cancer, or reproductive problems.